Event description:
Pt reports needing replacement pump as current one is malfunctioning. Pt reports they need to replace their current pump due to pump buttons not working. Pt stating old pump works fine. No missed dose reported. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Serial number not provided. Lot number and expiration date unknown. Indication: chronic inflammatory demyelinating polyneuritis. Gamunex-c frequency: infuse 78gm (780ml) intravenously daily for 2 days every 4 weeks.